Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the bd safetyglide¿ insulin syringe 30gx8mm had blurred markings on the scale making the product defective. Found before use. No serious injury or medical injury noted.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Device history record review ¿ a review of the device history record was completed for batch# 6232677. All inspections and challenges were performed per the applicable operations qc specifications. As per manufacturing, there were six (6) notifications for a related defect found during the production of the above noted batches. All affected product was dispositioned, as deemed appropriate, prior to closure of this notification. There were ten (10) notifications that did not obtain to the defect. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.